Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly and all operating currents are within the specification. No unexpected low battery, off no power or battery out of limit alarm noted. Insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker. Moisture damage was found on electronic and motor assembly.

Event description:
Customer reported her insulin pump was not working after she had jumped into the water. Customer's blood glucose was 259 mg/dl. The customer stated none of the buttons were working and she was not receiving battery out limit alarm. She also reported there was a crack on the reservoir and battery compartment of her insulin pump. No additional information provided.